Manufacturer narrative:
(B)(4). Software version 4.11e (obtained by using a test case). Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the keypad overlay found on (B)(6) 2022. Insulin pump was received with a keypad overlay missing. Pump was also received with unresponsive keypad. Unable to perform the self test, displacement test and keypad voltage test due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued to self test. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Unresponsive keypad/keypad anomaly was confirmed due to a corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover and a scratched case. Cosmetic damage was confirmed at the keypad overlay. Unresponsive keypad/keypad anomaly was confirmed. Unresponsive keypad/keypad anomaly due to a corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump button was damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.